Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from (B)(4) to 12/02/2020 and note that this device has been returned for service two times which correlates to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had error code 354.6770. There was no patient involvement.